Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level 400 mg/dl. The customer treated high blood glucose level with manual injections. The customer did not mention any symptom related to high blood glucose event. The customer also reported that he insulin pump squirted insulin during manual prime. The customer also reported a compromised force sensor system error. The customer also reported that the drive support cap was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test and prime or fill anomaly due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.